Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device had ghost door failure. A technical support specialist (tss) advised customer to reboot the station, but customer was not onsite. The customer confirmed the issue was not urgent and agreed to check after the scheduled reboot to see if the problem persisted. Then the station was rebooted, and the issue was resolved. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door 7 kept having ghost failures on the same door multiple times. It would resolve for about 12 hours and then reoccur. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.